Manufacturer narrative:
The failure investigation has been completed and the alleged usb port issue was verified, however the usb cable was not returned therefore the issue could not be investigated.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. There was no reported adverse impact to the customer's blood glucose level. A new charging cable was sent to the customer.it was also reported that the pump's usb port was bent resulting in difficulties charging the pump. Reportedly, the customer continued to use the pump for insulin therapy.